Event description:
Ventilator alarmed for a svc check with exhaled volume larger than delivered. (Exhale volume at 3.0 l or >; on set volume of 1.0 l.) Pt was still being ventilated with oxygen saturation stable at 95% and heart rate and bp stable. The ventilator was removed while pt was being ventilated manually and a 7200 ventilator was set up.